Manufacturer narrative:
Additional evaluation of the device by the service technician for the failed testing for active exhalation purge valve open/proportional valve open indicated there was assembly damage and the tubing had been damaged. The technician replaced the damaged tubing. The device then passed run-in and passed all testing. The reported failure of the active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the device failed repair testing for active exhalation purge valve closed / purge valve open. The device was returned to the technician for additional evaluation due to the failed repair test. The evaluation has not yet been completed. If additional information is received, a follow-up report will be submitted. Additional findings not related to the malfunction/issue: the following components required replacement due to being missing or damaged: the cord retainer, rear enclosure, rubber feet, handle, top plate enclosure, rear enclosure, enclosure gasket, porting block adapted and adaptor caps, exhaust fan assembly (damaged).